Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended to perform the ground isolation check and reseat or replace the graphical user interface (gui) cable. The customer reported to have replaced the gui cable and put the ventilator back into service. Covidien was not authorized to repair the device. Covidien reference: (B)(4).

Event description:
Covidien received information stating that while in use on a patient, an 840 ventilator generated an error message of loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.